Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 tips overheated and appeared to stay "on" beyond activation. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned to maquet cardiovascular.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A supplemental report will be submitted once the device eval is complete. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).